Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. During simulated use test in a ventilator, the test log from the pre-use check shows that the air gas module was not able to measure a correct value of the supply gas pressure. This could result in a situation depending on the supply gas pressure that the air gas module would deliver less air gas to the patient leading to a higher oxygen concentration than expected. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on july 3, had several alarms for air supply pressure high.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated a pressure alarm while it was connected to a patient. The air hose was disconnected from the ventilator and ventilation continued with 100% oxygen. The ventilator was later disconnected from the patient. The pre-use check afterwards failed with ventilator reading high pressure alarm. There was no patient harm. Manufacturer reference#: (B)(4). Importer reference #: (B)(4).